Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The lead was capped/abandoned and replaced. Additional information received indicates that the lead fracture was confirmed via impedance and x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.